Manufacturer narrative:
The field service engineer replaced the catalytic decomp filter and oil mist filter to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 01/14/2016.

Event description:
While onsite servicing the sterrad nx sterilizer for another issue, an asp field service engineer (fse) discovered a haze emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was returned and tested. The oil mist filter exhibited oil mist and odor and the reason for the return was confirmed. The catalytic converter was returned and tested. The catalytic converter passed the test cycle and no problem could be found. The reason for return of the catalytic converter could not be confirmed. The assignable cause of the haze/mist/vapor is the due the oil mist filter and catalytic converter. The oil mist filter and catalytic converter were replaced to resolve the haze/mist/vapor issue and the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.